Event description:
It was reported that while using bd facs¿ sample prep assistant iii waste leakage occurred outside of instrument. The following information was provided by the initial reporter: it was reported that the wash tower overflows. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Non biohazard. Additionally, the fse provided the following additional information: the leak was coming from the wash tower because the waste line was backed up from blockage in the waste pump head assembly from the yellow cap cores. The leak was waste and fluids used for the instrument operations such as sheath, di water and lyse. There was no bodily contact or harm to the customer or fse caused by the leak however the leak was not contained within the instrument. Bleach was used to clean and disinfect the instrument and surrounding areas. The clog in the waste pump head was due to cores from the yellow vacutainer caps. The tubes used are bd vacutainer acd solution a #364606. The probe had 390 piercings and was lot #f164970. The blockage was cleared after disassembling the head and flushing with di water. The pump was reassembled and the couplings were replaced to avoid any further cores from going downstream past the filter. The filter was inspected . The instrument was tested and verified as operating to specs. The problem was corrected and there was no further leaking or blockage.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is limited to part: 647205 spaii and serial number: (B)(6). Problem statement: customer reported: wash tower overflows. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2019 to date (B)(6) 2020 (rolling 12 months). Complaint trend: there are 20 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2019 to date (B)(6) 2020 (rolling 12 months). Investigation result / analysis: per fse report: the leak was coming from the wash tower because the waste line was backed up from blockage in the waste pump head assembly from the yellow cap cores. The leak was waste and fluids used for the instrument operations such as sheath, di water and lyse. There was no bodily contact or harm to the customer or fse caused by the leak however the leak was not contained within the instrument. Bleach was used to clean and disinfect the instrument and surrounding areas. The clog in the waste pump head was due to cores from the yellow vacutainer caps. The blockage was cleared after disassembling the head and flushing with di water. The pump was reassembled and the couplings were replaced to avoid any further cores from going downstream past the filter. The filter was inspected . The instrument was tested and verified as operating to specs. The problem was corrected and there was no further leaking or blockage. Service max review: review of related work order #(B)(4). Install date: (B)(6) 2009. Defective part number: 640520 coupling (replaced as a precaution). Work order notes: subject / reported: wash tower overflows. Problem description: clogged waste line. Cause: cap particles. Work performed: cleared the waste line. Solution: cleared the waste line. Returned sample evaluation: there were no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes no. Hazard ID:(B)(6). Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide__. Risk control:_alarp_____. Mitigation(s) sufficient yes no. Root cause: based on the investigation result, and the fse¿s report the root cause was clogged waste line. Conclusion: based on the investigation results and the fse report the complaint was confirmed for the wash tower overflow.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facs¿ sample prep assistant iii waste leakage occurred outside of instrument. The following information was provided by the initial reporter: it was reported that the wash tower overflows. Was the leak liquid or air? Liquid, was the leak contained within the instrument? Not contained, was there spray of fluid under pressure? No, what was the fluid that leaked? Non biohazard. Additionally, the fse provided the following additional information: the leak was coming from the wash tower because the waste line was backed up from blockage in the waste pump head assembly from the yellow cap cores. The leak was waste and fluids used for the instrument operations such as sheath, di water and lyse. There was no bodily contact or harm to the customer or fse caused by the leak however the leak was not contained within the instrument. Bleach was used to clean and disinfect the instrument and surrounding areas. The clog in the waste pump head was due to cores from the yellow vacutainer caps. The tubes used are bd vacutainer acd solution a #364606. The probe had 390 piercings and was lot# f164970. The blockage was cleared after disassembling the head and flushing with di water. The pump was reassembled and the couplings were replaced to avoid any further cores from going downstream past the filter. The filter was inspected . The instrument was tested and verified as operating to specs. The problem was corrected and there was no further leaking or blockage.